Manufacturer narrative:
Upon receipt of the product, visual and functional evaluations were performed. The detachment control box (dcb) and connecting cables were not returned. Visual inspection revealed that the resistive heating coil section has been severely bent and the pet outer sheath has been pushed back exposing the coil's socket ring. The coil was implanted. The most likely root cause of the non detachment followed by the unintended detachment during withdrawal was sue to the melted detachment fiber extending above the resistive heating coil's socket ring. The coil was temporally captured by the melting fiber which then released the coil during retraction. The evidence suggests that the bent resistive heating coil which caused the outer sheath to be pushed back exposing and damaging the resistive heating coil may have contributed to the detachment difficulty. However, the circumstances of how and where this damage occurred to the resistive heating coil section and the distal tip of the device positioning unit (dpu) cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our filed surveillance database yielded no other complaints of this type with this lot.

Event description:
A (B)(6) female came in for a treatment of 3.25 x 1.56mm anterior communicating artery (acomm) aneurysm. After several attempts to detach the coil unsuccessfully and using two (2) enpower detachment control boxes (dcb) and two (2) connecting cables, it was decided to withdraw the coil. After removing approximately 1cm of the coil, it detached unintentionally in the microcatheter. A microguide wire had to be used to push the coil back into the aneurysm which was done successfully. No additional medication was prescribed and no patient post surgery injury reported.